Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint was confirmed. It was found that there was a strange noise after the power is turned on (beep sound from the speaker). The failed cpu board was identified as the root cause and will have to be replaced so as to correct the identified failure. Also it was found that the socket that connects the handpiece on the front of the main unit was rusty and also that the device displayed an error code : 400. The connector needed replacement. The repair was refused by the customer and the generator was returned unrepaired as per the customer request. Fluid ingress into the device is the root cause of the corrosion of the connector. The defective cpu board and the rusty connector would have caused the device to display the error code. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate the vapr3 generator ea. There was no adverse consequence to the patient. Audio issue. The customer does not want to provide additional information about this pc.